Manufacturer narrative:
(B)(4). Date sent 1/24/2025. D4 batch # 150d70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The jaw was opened and articulated to the left. In addition, a battery pack was returned. No packaging materials were returned. The reload was received partially fired 1/10. No damages were found on the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Once the device completed the firing sequence the knife returned home as intended. The event described of would not reverse knife automatic could not be confirmed as the knife reverse button worked properly during testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 150d70, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9ee70, and no non-conformances were identified.

Event description:
It was reported during an unknown respiratory surgery; the device could be fired at 1st firing without problem. The device could not be fired and locked out at 2nd firing, the knife did not move and stopped in the middle, and the reverse button was used to return the knife to the original position. A new device and cartridge were used to complete the case. No further information is available.